Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is no longer able to hear well with his device. The audio processor was tested in advance and it was functional. A reverse transfer function measurement was carried out, but no signal could be measured.